Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin irritation that required medical intervention (desloratadine) cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 50-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient informed novocure that she had been experiencing small, round wounds approximately 5 mm in diameter on her scalp, along with skin itchiness, which had started about a week earlier. In response, she began changing the optune gio transducer arrays twice a week. A novocure employee recommended increasing the frequency to every two days, with a six-hour break in between applications. The patient also mentioned that she had purchased several topical products, including a healing cream, a nourishing cream, and a soothing mist. Additionally, her health care provider (hcp) prescribed desloratadine, which she planned to start taking on (B)(6) 2025. The patient's prescribing physician was contacted for further information, but no response has been received to date.